Event description:
It was reported that during a laparoscopic mediastinum mass resection procedure, the clip malformed while still in the jaws. The device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.